Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. This device was explanted and successfully replaced. No additional adverse patient effects. This product has not been returned.